Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited an out of range shock impedance measurements. No adverse patient effects were reported.

Event description:
Additional information indicates that this patient was evaluated in the clinic and the plan is to continue to monitor this patient's system. No patient complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.